Event description:
A nurse reported that an I/a tip appeared "bearded" after sterilization and as a result, a pt experienced a posterior capsule tear during an intraocular lens (iol) implant surgery. The pt is reported as doing well and without "consequences." Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).